Event description:
A malfunction alarm with code malf 12 was reported, and customer technical support assisted the customer in resetting the pump. There was no information available regarding whether the customer's blood glucose level exceeded 500 mg/dl, and no adverse impact was reported. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact technical support if the issue occurs again.